Event description:
The customer's wife stated that the customer obtained results of >8.0 inr, error 5, >8.0 inr, and 4.8 inr this morning while using his coaguchek xs meter (serial number (B)(4)). It was stated that three different fingers were used and the 4.8 inr was obtained with a different finger. All of these tests were less than 7 hours apart. The customer did not believe these results were correct because they were all high even though the last result was lower. The customer's wife reported these results to the independent diagnostic testing facility. She did not try to contact the customer's doctor. There has been no treatment or medication adjustment received based on any of these results. The customer's wife reports that two different vials of strips of the same lot number were used to obtain the results. It is not known which strips produced which results. The customer's therapeutic range is 2-3 inr. The customer is not on heparin or any direct thrombin inhibitors. He does not have any antiphospholipid antibodies. It was stated that the customer currently feels okay. There was no adverse event. The customer did not provide his medication list as he stated that he takes lots of medication and that there are too many medications to provide information on them. The suspect device was requested to be returned and the replacement product was sent. The customer will be returning both vials of strips. The relevant retention test strips (lot 206632-21) were tested in comparison with the current master lot coaguchek xs pt test strip (lot 230734-80). There were no error messages that occurred. The retention samples were acceptable.

Manufacturer narrative:
A specific root cause for the event could not be determined. The product was not returned for investigation.